Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture. Device evaluation: visual analysis of the photographs a device has an opening alongside red biological tissue, labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reporting seroma and rupture right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Physician reporting seroma and rupture right side. Device has been explanted.

Event description:
Physician reporting seroma-late and rupture right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. A visual analysis of the returned device identified: opening, underweight. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as unidentified (tear) opening.

Event description:
Physician reporting seroma and rupture right side. Device has been explanted.